Event description:
A customer complaint was received indicating that the meter does not read properly. It was determined that some of the segments were missing from the display intermittently. A request was made to return the instrument for eval and in the meantime a replacement unit was provided.